Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 21-dec-2017 the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: a review of the black box showed power loss events on the date of the complaint. The pump intermittent powered on with the returned battery cap. The battery cap threads were damaged/stripped. The battery compartment was cracked from the top above the pad to the cover. The pump was run successfully for 24 hours with a test battery cap. No reboots, power losses, or call service alarms were duplicated. The pump was opened to find no damage or moisture to the power circuit.